Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion and the stent struts were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the length of the stent were raised from the balloon and damaged. In addition, the middle of the stent was kinked. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site/during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion and the stent struts were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).